Event description:
The customer reported to caridianbct that they had a few donor reactions after the donor gave a platelet product and a jumbo plasma. On (B)(6), a (B)(6) man passed out and hit a light pole on the way home after donating. This report is being submitted due to the severity of the donor reactions and medical intervention.

Manufacturer narrative:
(B)(4). The clinical support specialist discussed the events with the customer and determined that in each case, the fluid volumes collected were as displayed and as expected indicating that the device functioned as expected. Syncope and light headaches is an anticipated reaction to the donation of blood products and could have been related to the starting bp of the donors. Conclusion: although no definitive conclusion can be drawn, it appears that the trima device functioned as intended and within specifications. Donor syncope reactions are a known side effect of this procedure.

Event description:
The customer reported to caridianbct that they had a few donor reactions after the donor gave a platelet product and a jumbo plasma. On (B)(6), a (B)(6) male stayed at the center after donating and then vomited 6x on the way home. Another donor reportedly feels "woozy" when he donates jumbo plasma. This report is being submitted due to the severity of the donor reactions and medical intervention.

Manufacturer narrative:
(B)(4). The clinical support specialist discussed the events with the customer and determined that in each case, the fluid volumes collected were as displayed and as expected indicating that the device functioned as expected. Syncope and light headaches is an anticipated reaction to the donation of blood products and could have been related to the starting bp of the donors. Conclusion: although, no definitive conclusion can be drawn, it appears that the trima device functioned as intended and within specifications. Donor syncope reactions are a known side effect of this procedure.